Event description:
It was noted that the right ventricular (rv) lead exhibited inadequate capture that associated with a lead dislodgement. The programming changes were performed. The patient was in stable condition and will continue to be monitored.